Manufacturer narrative:
Hospital has not released device.

Event description:
Allegedly, during a laparoscopic appendectomy, one jaw broke off the instrument and fell into the patient. The doctor immediately removed the piece and the procedure was completed with no injury to the patient.